Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the emergency pacing switch of the device was not functioning properly. The switch was replaced, and the software was reloaded. The device passed final functional and system tests.

Event description:
It was reported that the programmer spontaneously went into emergency pacing mode during a patient check. The programmer has been returned for repair. No patient complications have been reported as a result of this event.